Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: complaint involved in a legal action. The product (corail) implanted in (B)(6) 2009 in the right hip of the patient provoked an adverse reaction to the metal-metal or metallosis and its consequent metaphyseal loosening, as well as thigh pain, and claudication in (B)(6), which made it impossible for professional development (since the patient is a public accountant). The patient did a revision of the hip on (B)(6) 2018, replacing the prosthesis placed opportunely and that is detailed at the beginning, by a new one according to the surgical part of the (B)(6) hospital on the day of the operation, due to failures presented by original prosthesis. Product information: corail - code and lot: not informed. Implantation date: (B)(6) 2009. Doi: (B)(6) 2009; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.